Event description:
Customer returned the device for evaluation and repair of blockage in the biopsy channel. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that foreign material was clogging the suction channel. The foreign material appeared to be pips or seeds, most likely getting stuck during suction function. This medwatch is being submitted for the reportable issue of foreign material being stuck in the suction channel as observed during device evaluation.

Manufacturer narrative:
Due diligence was executed with the customer. Per the customer, no additional information is available for the event, since there was no report of an incident for this event. For the facility, this is a device defect case, and the facility does not keep any record of details surrounding the occurrence of the reported issue, including any procedure details if applicable. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that foreign material was clogging the suction channel. The foreign material appeared to be pips or seeds, most likely getting stuck during suction function. The material could be removed. Other observations for the device: distal end rubber coating (a-rubber) is deteriorated exposing thread, light guide rod lens is cracked, distal end cover is cracked, charge couple device (ccd) cover lens is chipped, connecting tube has buckles, universal cord has wrinkles, key top 1 (switch) has scratch mark, angulations are out of specification. Insulation distal end value resistance is out of specification. No water leakage. And scope venting connector is corroded. The user¿s complaint of blockage in biopsy channel was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.